Event description:
IV self-filled remodulin patient via a cadd solis pump. Patient reported that they were hospitalized for a week due to their remodulin port coming out. Patient reports they were discharged on (B)(6) 2026. Winrevair maintenance dose shipped 11/10/2025. No additional details, dates, or information provided.